Manufacturer narrative:
Reported event of separation failure was not confirmed. Visual inspection found that the helix was bent, this is consistent with damage occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented to an implant procedure. During the procedure, the patient's leadless pacemaker prematurely separated from the delivery catheter while maneuvering it inside the patient's body. The leadless pacemaker was then successfully retrieved, and a new one was implanted. The patient's condition was stable throughout procedure.

Manufacturer narrative:
Correction - including DHR statement: a device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.